Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat grade 4+ functional mitral regurgitation (mr) with bi-leaflet restriction. One clip was implanted in a2/p2, reducing mr to grade 1+. The following day, while the patient was still hospitalized from the procedure, on (B)(6) 2022, echocardiogram confirmed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4+. A second mitraclip procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment/slda appears to be related to challenging patient anatomy. The report recurrent mitral regurgitation (mr) appears to be due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.